Event description:
Customer reported that he had high blood glucose; stated that his insulin pump drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk.